Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information indicated by medtronic that reservoir buzzed like it has an error but does not show error on pump screen. Customer stated that the batteries were last only 1 day. Customer stated that new battery was unresponsive. Customer stated that the there was a minor cracked around the buttons. Customer stated that the rewound takes longer and received no delivery alarm. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery or occlusion alarm anomaly noted. No unexpected rewind anomalies noted. However, device received with constant a21 alarm, problem isolated to interface board. Unable to perform operating current or verify low battery, alarm time clock anomaly and audio or vibrate anomaly or absence alarm due to constant a21 alarm. Device received with cracked case from display window corner, cracked reservoir tube lip and cracked battery tube threads. The test infusion set and reservoir does lock into place. (B)(4).